Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. There were no anomalies noted.

Event description:
It was reported that during the implant procedure, impedances range from 2300 ohms to 3100 ohms. In addition the threshold was unacceptable and there was an apparent lead fracture. The impedance was high. The device was not implanted. No patient complications have been reported as a result of this event.